Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Customer reported that during the procedure of reaming the intramedullary canal in hip arthroplasty, the reamer broke spontaneously, despite the correct use of the guide wire, making difficult to remove the femoral diaphysis.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. H3. Not evaluated reason: device disposition is unknown.

Event description:
Customer reported that during the procedure of reaming the intramedullary canal in hip arthroplasty, the reamer broke spontaneously, despite the correct use of the guide wire, making difficult to remove the femoral diaphysis.